Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad cover is peeling from the base. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the buttons responded appropriately. The keypad was removed and there was no contamination under the buttons. The battery compartment was cracked from seal case to the bottom of the finger pad. The display was found to be scratched. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.